Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted. See also medwatch 2210968-2012-07921 and medwatch 2210968-2012-07922. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that after implantation patient experienced pain, infection, bleeding and urinary/bowel problems and underwent repair of mesh by implanting surgeon due to mesh ruptured. No additional information provided(B)(4).